Manufacturer narrative:
Correction; the correct date received by the manufacturer is december 9, 2015; not february 9, 2015 as previously reported.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, it was reported that the patient's skin around the abutment was "thickening" or inflamed. The patient was prescribed topical and oral antibiotics on (B)(6) 2015. The implanted device remains.